Event description:
It was reported that pump declared cartridge change error, preventing normal insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed cartridge, confirmed o-ring was intact, removed pump from case, inspected and cleaned pneumatic tap area, reattached cartridge ensuring it was fully secured, and followed on-screen steps to complete load process, after which customer successfully resumed insulin delivery.